Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application became unresponsive was confirmed. Analysis of the service logs found the customer comment that an episode was missing an associated electrogram (egm) could not be confirmed but was deemed plausible. Analysis of the service logs found the customer comment that the final report was not available was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application became unresponsive when generating a report after it was noted that an episode was missing an associated electrograms (egm). Troubleshooting steps were taken to include power cycling the host tablet and restarting the mobile programmer application. Following the restart, previously saved reports were present; however, the final report was not available. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.2.